Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the release pin and difficulty to deploy the clip in this incident could not be determined. The tissue damage was a result of procedural circumstances, and the unchanged mitral regurgitation (mr)was likely a cascading effect of the tissue damage. It should be noted that while there was no change in mr, the reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The surgical procedure and hospitalization were a result of case-specific circumstances as the patient was taken to surgery for mitral valve repair. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the following information was received: reportedly, all procedural steps were performed per instructions for use. During attempted clip deployment, there was difficulty removing the release pin but it was ultimately removed. The actuator knob was rotated 8 times counter clockwise. The arm positioner was rotated in the open direction and the release pin was fully exposed. When pulling back on the actuator knob, the mitraclip delivery system (cds) did not release freely from the clip. The m-knob was adjusted to remove some medial curve and the cds handle was pulled back, tearing the leaflet, and the clip deployed. Mr returned to 4+.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because post implantation of the clip, the posterior leaflet had torn with the clip still attached. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. Imaging was very challenging throughout the procedure. The clip was implanted successfully, reducing mr to 1+. However, after clip implantation, mr returned to grade 4. The patient was taken to surgery and it was observed that the posterior leaflet had torn. The clip remained attached to the anterior leaflet and attached to the torn portion of the posterior leaflet. Mitral valve repair was performed. The patient is stable. No additional information was provided.